Event description:
It was reported "the infusion line was found empty on the ground: the white line fell (the other lines were still attached to the hub)". The device had been inserted at an outside facility on (B)(6)2023. The patient was transferred on (B)(6)2023 and the device was functional at that time. It was reported the cvc was clamped and then removed. The patient was monitored. It was reported the patient had loss of hydration and pain due to loss of morphine boluses.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the infusion line was found empty on the ground: the white line fell (the other lines were still attached to the hub)". The device had been inserted at an outside facility on 17 april 2023. The patient was transferred on (B)(6) 2023 and the device was functional at that time. It was reported the cvc was clamped and then removed. The patient was monitored. It was reported the patient had loss of hydration and pain due to loss of morphine boluses.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for evaluation. Signs of use were observed on the catheter body. Visual inspection of the returned catheter revealed the proximal extension line was separated from the juncture hub. The extension line body appeared stretched and deformed near the separation point. The printed text on the extension line was also stretched and deformed. The separated edge of the extension line was rough and jagged. Remains of the extension line molding were observed inside the juncture hub. No evidence of contact with a sharp object was observed. No additional defects or anomalies were observed on the catheter body. The catheter body length from the juncture hub to the distal end measured 218mm, which is within the specifications of 207mm-227mm per product drawing. The proximal extension line length from the luer hub to the separated end measured 190mm , which is not within the specifications of 160mm-162mm per product drawing. This indicates the extension line was stretched during use. The proximal extension line outer diameter measured 1.85mm, which is not within the specifications of 2.13mm-2.21mm per product drawing. This is consistent with stretching of the extension line caused by undue force. The proximal extension line inner diameter at a non-deformed area measured 1.4478mm, which is within the specifications of 1.42mm-1.50mm per product drawing. The inner diameter of the opening of the juncture hub measured 2.1844mm , indicating the extension line was molded to the correct diameter during manufacturing. Functional inspection of the separated extension line was performed per the instructions-for-use (IFU) provided with the kit , which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal extension line was flushed using a lab inventory 10ml syringe. Water was observed exiting the severed end of the extension line. No leaks or blockages were identified. R & d engineers have previously been contacted regarding complaints of this nature. They indicated that the appearance of the damage was consistent with excessive, long-term application of tensile forces to the extension line extrusion. The customer report indicates that the patient was moved from one hospital to another when the damage occurred, which is consistent with the appearance of the damage. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line/juncture hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line separated from the juncture hub. Remains of the extension line molding were observed inside the juncture hub, and the extension line appeared stretched and deformed. The catheter met all relevant functional requirements, and a device history record review was performed with no relevant findings. The appearance of the damage was consistent with excessive force applied to the extension line. Based on these circumstances and the comments from r & d, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.